Manufacturer narrative:
(B)(4). For complaint related to the same event/patient see MDR #3010532612-2019-00306 and 1900071236. Teleflex received the device for investigation. The reported complaint of blood in helium pathway is confirmed. Multiple punctures to the bladder, consistent with contact from a sharp object, were found near the distal end of the bladder membrane which allowed blood to enter the helium pathway. No other leaks were detected during functional testing. The root cause of the bladder leaks is undetermined, but a potential cause of how the catheter met contact with a sharp object is customer handling. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks. This will be monitored for any developing trends. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The doctor found blood inside the balloon. As a result, the pump was stopped and catheter was removed. The patient was reported as being stable. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted. The doctor found blood inside the balloon. As a result, the pump was stopped and catheter was removed. The patient was reported as being stable. There was no report of patient complications, serious injury or death.